Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with (B)(6) for the mobile system. Device will not be returned.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 496 mg/dl (mobile system) and 164 mg/dl (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the suspect strips have been used up and discarded.